Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-12767. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. Release criteria was being assessed and after the tug test, the patient became hypotensive and a pericardial effusion was seen on echocardiogram. A pericardial drain was placed and medication was administered; the patient stabilized. Ultimately the patient went to surgery. During surgery they found that one of the anchors from the side of the device had punctured the laa causing the effusion. The device was removed, the perforation was repaired and the appendage was clipped surgically. The patient was sent to the intensive care unit in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the device was never released. It was fully recaptured and removed prior to the laa clipping. It was later reported to bsc that after being extubated and doing well for several days, the patient began having difficulty breathing and required reintubation. The patient¿s family then decided to transition to palliative care and requested ventilation be stopped. The patient died of respiratory failure on (B)(6) 2017.